Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas was dropped, the connector component fractured, and a broken connector piece trapped the cartridge in the chamber, preventing removal despite user attempts with tweezers. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included replacement of the device. Investigation included remote visual review of user-supplied photographs and complaint handling. Investigation of this case revealed a broken connector within the cartridge chamber consistent with mechanical damage from impact, resulting in a jammed cartridge and inability to remove the cartridge for continued use. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to user handling leading to component breakage.